Event description:
The customer reported the system's cine function was inoperable. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system's hard drive, several circuit boards, and drivers were replaced. The system was then found to be operating as intended.